Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.